Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error alarms. The blood glucose at the time of the incident was unknown. Troubleshooting performed and the customer was instructed on how to clear the alarm and advised to call back if issue persisted. The customer called back later and reported that the alarm recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was be returned for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was returned for power error alarm. The power management tool confirmed pump error was triggered due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, the insulin pump was monitored and functioned properly. The device had a minor scratched display window and case.